Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range pacing lead impedance was observed. The patient came to the hospital for device replacement due to unstable rv lead impedance and because patient device is nearing eri. During the procedure, lead fracture on the rv lead was noted. The rv lead was also noted to be dislodged and stuck in the patient's body. Several attempts to remove the lead were unsuccessful. It was also noted that during the procedure the physician used a diathermy to open the pocket. Right after the usage of diathermy, it was noticed that the heart rate of the patient dropped and device went into backup vvi mode. The device was explanted and the lead was capped. The patient's condition was stable during and post procedure.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was most likely due to electrocautery during the replacement procedure. Based on all available parameter and usage information, device longevity was found to be normal. The device was tested and no anomaly was noted.